Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump's screen began to ramp and one of the buttons on the keypad was sticking. Customer stated that this issue occurred during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 207 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with cracked lcd window at bottom right side corner, cracked case on the bottom right side at display window corner and cracked reservoir tube lip.